Event description:
It was reported that during a laparoscopic adrenalectomy procedure, the proximal ligation was made with three clips. The clips were noticed to be misformed. There was massive bleeding. The bleeding came from a vessel and the surgeon had to clamp the vena cava inferior temporarily to manage the bleeding. The clips appeared to be scissored. The patient is fine. Procedure was completed with same like device. Device has been discarded.

Manufacturer narrative:
(B)(4). Device was not returned for evaluation. The complaint could not be confirmed because no device was returned for analysis. As a lot number was not received, a device history review could not be performed.

Manufacturer narrative:
(B)(4). The analysis results found that the device was returned in good visual condition with the jaws properly aligned. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, retained and formed the remaining clips as intended. The reported event could not be confirmed as the device was found to be fully functional. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.